Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor power supplies were replaced. The system was found to be working as intended, and put back into service.

Event description:
The customer reported the display monitor was not functioning. No reports of patient injury.